Event description:
.

Manufacturer narrative:
On (B)(6) 2010, initial reporter was contacted who confirmed no patient injury or adverse event was reported to have occurred. As of (B)(6) 2010, the device has not been made available to the manufacturer for product evaluation, the initial reporter stated that the device was still in house at the facility without a plan to return the device to the manufacturer. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.